Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states not suctioning. Gave troubleshooting tips. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labelling and instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: initial setup. -inspect the package for damage. If any damage is noticed, contact customer support immediately. -carefully remove all contents from the package, including the packing material and inspect prior to use. If any damage is noticed, contact customer support -place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. -place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. -attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. -attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. -connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Troubleshooting. 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. Replacing canister and tubing. Replace the canister and tubing for each patient according to useful life: -every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle). -every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle). If you notice any of the following, replace immediately: -canister or tubing has residual urine build-up. -canister or tubing appear cloudy. -canister or tubing appear discolored. -canister becomes cracked. -tubing becomes torn. -purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states not suctioning. Gave troubleshooting tips. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).